Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MFR report#: 2134265-2017-09529. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient had cardiac arrest and expired. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition as myocardial infarction with unstable angina (braunwald classification: iiib). Prior to index procedure, the patient was found to have elevated biomarkers indicative of ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (prox lcx) with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of a 3.00x12 mm study stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy two days later. In (B)(6) 2015, a 2.50x12 mm promus premier stent was implanted in the 1st obtuse marginal branch (om1). In (B)(6) 2017, the patient presented to the hospital with chest pain and shortness of breath which was subsequently diagnosed as angina. The patient was referred for cardiac catheterization. Coronary angiography revealed patent previously placed study stent in prox lcx and 50-60% restenosis in the previously placed promus premier stent in om1. Four days later, the patient died due to cardiac arrest. No action was taken. The cause of death was cardiac arrest of unknown origin. The physician considered it unlikely that the cardiac arrest was related to the study stent but could not rule it out as the precipitating cause is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient¿s wife had called to the office to inform that the patient passed away in (B)(6) 2017. No hospitalization records were found as the attempt to procure the document was unsuccessful. Per the adjudication committee and adjudication results received, there was a possibility of an occurrence of potential stent thrombosis event and the event was considered related to the study devices.